Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensors and found sensors with canula broken in half. Broken missing part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing needle.

Event description:
A customer reported via phone call indicating issues with their sensor on. The patient's blood glucose was 135 mg/dl at the time of the call. The customer was assisted with trouble shooting and found that the cannula was missing after removing the sensor. . The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer's insertion technique was accurate. The customer was sent a new sensor and retuned their old sensor for analysis.